Event description:
Information was received from a healthcare professional regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain. The date of the event was unknown. It was reported magnetic resonance imaging was being done to "see if there are problems" with the pump. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.